Event description:
(B)(4) study. Same patient as MDR# 2134265-2009-01574, 2134265-2010-0128, 2134265-2010-02194, 2134265-2012-02584, 2134265-2012-02585, and 2134265-2012-02586. Same case as MDR# 2134265-2012-08271 and 2134265-2012-08269. It was reported that post a stenting treatment procedure, the patient experience angina and vessel occlusion occurred. In (B)(6) 2008, the physician observed 75% restenosis measuring 21mm in length located in the previously stent lad, with a reference vessel diameter of 2.5mm. The physician treated the in-stent restenosis with placement of an unknown sized taxus express2 stent, resulting in 0% residual stenosis. In (B)(6) 2012, the patient presented with stable angina. Stenosis as found in the proximal lad and target lesion revascularization was performed. The 90% stenosed, 15mm x 3.50mm target lesion was treated with balloon angioplasty with 25% residual stenosis. The patient was considered improved and discharged two days later. In (B)(6), non-target vessel revascularization was performed. In (B)(6) 2012, stenosis was found in the proximal lad and target lesion revascularization was performed. The patient had no ischemic symptoms. The 90% stenosed, 15mm x 3.50mm target lesion was treated with balloon angioplasty with 25% residual stenosis. A rotoblator and an unspecified cutting balloon were used during the procedure. The patient was considered improved and discharged two days later.

Manufacturer narrative:
Date of birth: (B)(6) 1939. If implanted, give date: (B)(6) 2008. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).